Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the midline incision going up to the middle back when the stimulation was turned on. The physician was not concerned that this was a stimulator related issue but was something new and was anatomically occurring. The physician prescribed brintellix and the patient was recommended for focus acupuncture and dry needling as well as sugar trigger point injection.